Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch # z7053c. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and one (1) clip partially formed was feed due to an anti-backup failure and then formed the remaining ten (10) clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device had it was disassembled. Upon disassembling, the latch post was found to be broken which suggest that a lockout premature occurred and the ratchet pawl was found damaged causing the anti-backup failures. Additionally, a photo was provided that show the received sample. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. Device history review a manufacturing record evaluation was performed for the finished device batch z7053c number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.